Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found a lifted wire bond anomaly which resulted in a high current drain.

Event description:
It was reported that the device parameters reset. The device was explanted and replaced on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.